Event description:
It was reported to covidien that the unit could not display the 7 segments clearly. There was no patient involved.

Manufacturer narrative:
The display pcb was changed (B)(4). The serian number of the display pcb precedes a corrective and preventive action taken by the manufacturer.